Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury and product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.